Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
During a study, there was a report of a glaucoma filtration device that was obstructed by iris, vitreous, lens, fibrous overgrowth, fibrin, or blood. Additional information was requested and received.

Manufacturer narrative:
Corrected information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been returned for evaluation for the report of stent obstruction; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Review of the study information for this case indicated the following information: the subject, who had baseline unmedicated mean diop of 29.8 mmhg, with axial length of 23.38 mm underwent uncomplicated cataract surgery followed by device implantation. The subjects postoperative course was unremarkable, with the device visible through 18 months postoperatively. At the 24 month visit, the device was no longer visible due to broad synechiae that covered the device. Device movement was not reported. Bcva was 20/40 and unmedicated mean diop was 18.2 mmhg. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. At the 24 month visit, the device was no longer visible due to broad synechiae that covered the device. Possible root cause is that device obstruction is an established risk associated with use of the device, which is clearly indicated in the product labeling. (B)(4).